Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemi-colectomy procedure, an mcs instrument burned and the patient sustained an unspecified injury. The surgeon made the clinical decision to convert to laparoscopy. The source, type, severity, and cause of the injury sustained by the patient is unknown. It is also unknown what medical intervention was rendered due to the injury.

Event description:
It was reported that during a da vinci-assisted right hemi-colectomy procedure, three instruments (monopolar curved scissors, cadiere forceps, fenestrated bipolar forceps) burned and the patient was injured. As a result, the surgeon made the clinical decision to convert to laparoscopy. The three instruments were inspected prior to use and no damage was noted. Per the intuitive surgical, inc. (Isi) technical support engineer, no malfunction of an isi system, instrument or accessory occurred. The patient did not experience post-operative complications and the patient was reported to be ¿okay.¿ details regarding the patient injury were not provided.